Event description:
Patient on bipap machine on a general medical surgical floor. Patient noted to have low oxygen saturation, hypotension and lethargy and confusion. Respiratory therapist noted that bipap pressure support was not engaged, although machine was still delivering oxygen and valve was present to allow respiration. Patient required intubation for rescue, and transfer to monitored unit. Patient later expired. Coroner completed autopsy and indicated event was a factor in patient death.